Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2011, inratio: 1.6 (due to the low result, her doctor adjusted her coumadin dosage), reference: -. (B)(6) 2011, 3.4, 5.3. Her therapeutic range is 2.5-3.5.